Event description:
It was reported that the patient had methicillin resistant staphylococcus aureus (mrsa) infection following a trial procedure. The physician believed that the infection could be device or procedure related. The patient was hospitalized and had surgery to treat the bacterial infection. The patient was given oral antibiotics. The infection was resolved, and patient was stable post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7187287.